Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range right ventricular pacing impedance measurements, low out of range right atrial and left ventricular pacing impedance measurements and low out of range shock impedance measurements. In addition, signal artifact monitor episodes stored exhibited noise oversensing. Technical services reviewed and confirmed all out of range values and noise oversensing occurred during an ablation procedure. No inappropriate therapy was provided as during the ablation procedure tachy therapy mode was not programmed to monitor and therapy appropriately. The presenting electrogram the following day exhibited all normal values. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.